Manufacturer narrative:
Complaint details: on (B)(6) 2021, customer reported a patient deceased while being monitored on a telemetry device (zm-540pa s/n: (B)(6). The event occurred on 4/18/2021. The zm telemeter was being monitored at the central station (cns). Customer collected the logs and request for log analysis to understand the event and whether device alarmed as intended. Investigation summary: log analysis results indicate that there was a crisis alarm at about the same time in two beds, 6wntx-15 and 9198. On (B)(6) 2021 14:48:44 asystole bed - 9198 priority - crisis msg - asystole on (B)(6) 2021 14:47:41 v. Fib bed - 9198 priority - crisis msg - v. Fib on (B)(6) 2021 14:45:58 v. Fib bed - 9198 priority - crisis msg - v. Fib on (B)(6) 2021 14:40:46 asystole bed - 9198 priority - crisis msg - asystole on (B)(6) 2021 14:29:01 asystole bed - 9198 priority - crisis msg - asystole on (B)(6) 2021 14:28:44 v. Fib bed - 9198 priority - crisis msg - v. Fib on (B)(6) 2021 14:28:06 asystole bed - 9198 priority - crisis msg - asystole on (B)(6) 2021 14:25:32 asystole bed - 9198 priority - crisis msg - asystole on (B)(6) 2021 14:25:29 message shown bed - 6wntx-15 priority - crisis msg - asystole on (B)(6) 2021 14:25:29 asystole bed - 6wntx-15 priority - crisis msg - asystole on (B)(6) 2021 14:23:00 message shown bed - 6wntx-15 priority - crisis msg - asystole on (B)(6) 2021 14:23:00 asystole bed - 6wntx-15 priority - crisis msg - asystole this information was provided to customer. There was no indication that nihon kohden devices caused or contributed to the adverse event. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model#: zm-540pa. Serial#: (B)(6). Device manufacturer data: 02/05/2015. Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that their patient has died under unclear circumstances. At this point there is no definitive answer if this death was anticipated or was it contributed by device malfunction.

Manufacturer narrative:
The customer reported that their patient has died under unclear circumstances. At this point there is no definitive answer if this death was anticipated or was it contributed by device malfunction. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 05/07/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: 05/14/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: 05/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: zm-540pa, serial #: (B)(4), device manufacturer data: 02/05/2015, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their patient has died under unclear circumstances. At this point there is no definitive answer if this death was anticipated or was it contributed by device malfunction.